Manufacturer narrative:
On 07/09/18, it was reported to mentor that the devices were non-mentor devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: saline mentor breast implant of unknown type. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with saline mentor breast implants of unknown type and experienced deflation on the left breast implant and a capsular contracture on the right breast implant. The capsular contracture was diagnosed after 2014 by the healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.

Manufacturer narrative:
On 07/09/18, it was reported to mentor that the devices are non-mentor products and no further investigation will take place, and that this event no longer qualifies as MDR reportable. Manufacturer¿s reference number: (B)(4).